Manufacturer narrative:
Concomitant product: product ID 8709, serial # (B)(4), implanted: (B)(6) 2007, product type catheter; product ID 8709, serial # (B)(4), implanted: (B)(6) 2007, product type catheter. (B)(4).

Event description:
Additional information was received from a consumer, regarding a patient receiving lioresal (2000mcg/ml at 1599.5mcg/day) via an implantable infusion pump. The indication for use was noted as intractable spasticity and cerebral palsy. The patient's family member was told that the healthcare provider (hcp) had contacted the company representative continuously to check out the pump and that the representative was going to contact the patient. The patient had not been contacted yet. One problem, noted by the family member, was that the orthopedic hcp that put the pump in, thought the pump was the issue, but the rehabilitation specialist did not think there was a pump issue. The patient wanted to get around the rehabilitation hcp and was about to go out of state to get a second opinion. It was reviewed that an hcp can contact the company, if they felt there was a problem with the pump.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received on 22-mar-2017 from a legal firm indicated catheter failure had occurred. The patient had been hospitalized in (B)(6) 2015. Conflicting explant surgery in (B)(6) 2016 was noted. No further complications were reported/anticipated.

Event description:
It was reported the patient was not was not sleeping/up all night, throwing up his arms, ¿moving himself all over the bed,¿ and was in panic mode on (B)(6) 2015. On (B)(6) 2015, the patient was ¿like a dead body¿ when picked up by his father, and they were usually not that pliable. On that same day, the patient was admitted through the emergency room (ER) to the pediatric intensive care unit (picu). The patient was nonresponsive to painful stimuli. The patient¿s breathing was labored, and they were using accessory muscles to breathe. The patient was put on a bilevel positive airway pressure machine (bipap) to help with breathing. The bipap was forcing the patient to breathe. It was believed the patient was having seizures. The patient had a bipap at home that he would use. However, this instance of bipap use was different because the patient was ¿not breathing at all on his own. ¿ the patient was having bradycardia episodes, and the patient¿s heart rate was slowing down substantially into the 40s. They did an electroencephalogram (eeg), and it came back normal with baseline for 30 minute test results and 24 hour results. All of the patient¿s lab work came back normal. The patient was released from the picu on (B)(6) 2015 because everything was normal at this point. After being discharged, the patient¿s symptoms from earlier april 2015 returned: thrashing around, irritability, profuse sweating. The reporter thought the patient was having baclofen withdrawal. The patient was admitted back to the picu on (B)(6) 2015 due to being nonresponsive, shallow breathing, and bradycardia. The patient was alert for 2 hours total on (B)(6) 2015. Otherwise, it was ¿like they were in a coma.¿ the health care provider (hcp) interrogated the pump, and everything was fine with the pump. The reporter was initially concerned there was an issue with the tubing where it would overdose the patient and then underdose the patient. The catheter tubing had not been replaced in 10 years. The reporter had seen the patient go into an overdose before, and felt this behavior was indicative of an overdose. The hcp felt this was indicative of an autonomic immune disorder, and things might be shutting down. The patient had a medical history of severe quadriplegia cerebral palsy, and they were dependent for all care and mobility. However, it was noted the patient was ¿normally a healthy, happy child.¿ while helping the patient in get up into their wheelchair, their ¿arms were like wet noodles,¿ and they ¿did not do anything.¿ the patient was not responsive to stimuli, no matter what was tried. It was noted the hcp performed a dose adjustment (gave bolus), easily aspirated cerebral spinal fluid (csf) from the catheter port, and did a catheter study that confirmed there were no leaks. The cause of the event was deemed ¿unsure ¿ not the c50pump.¿ the medication being delivered via the pump was lioresal. The patient recovered without permanent impairment.